Manufacturer narrative:
This report is submitted on april 18, 2017.

Manufacturer narrative:
This report is submitted on february 22, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced pain and poor performance with device use as a result of incorrect electrode placement. Subsequently on (B)(6) 2017, the device was explanted and the patient was re-implanted with a new device during the same surgery.